Manufacturer narrative:
Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4).

Event description:
It was reported that during a knee arthroplasty a surgeon hit the tibial articular surface provisional and it fractured. Attempts have been made and additional information on the reported event is unavailable at this time. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
Device was returned, examination of the returned part determined that the device (tasp) exhibited signs of repeated use and had the post feature fractured off. All pieces were returned. Review of device history records for the item / lot along with receiving inspection report for the item / lot identified no deviations/ anomalies. The device was manufactured in november of 2013 and had an approximate field life of three years and five months with an unknown frequency of use. Reported information stated that the surgeon hit it too hard. The persona surgical technique (97-5026-001-00, rev 11) instructs to apply gentle manual pressure without impacting the tasp construct with either a mallet or hand. The fractured tasp component in this complaint was manufactured before the design modification. Investigation into this issue determined that the likely root cause for the tasp fractures is bending/torsional loading on the device. The complaint is considered confirmed as the returned tasp was fractured. The root cause was determined to be misuse as the surgeon impacted the tasp. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.